Event description:
It was reported that universal chuck with t-handle the ¿t¿ part of the t-handle is cracked. On another universal chuck with t-handle the chuck is stripped. It was discovered during surgery but had no negative outcome to the surgery or patient. It was reported there was a delay in the procedure of greater than fourteen minutes but less than thirty minutes. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Service history review: lot a8ka583/4199671 no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the chuck was stripped. The repair technician reported the chuck was broken, the inside was rusted, and the t-handle was marked up. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product development evaluation was completed: both universal chucks were reported as part number 393.10 but it has been determined that one is part number 393.19. This evaluation is focused on part number 393.10. The returned universal chuck (part number 393.10, lot number 4199671/supplier lot number a8ka583) was manufactured in november 2000. It was received with dents and scrapes on the surface of the device. On the distal end there are three substantial dents on the edges and there appears to be rust on the prongs. The chuck is stiff but it does still open and close. The complaint condition of stripped is confirmed and could be replicated because at certain points in the rotation of the chuck the device will not hold and clicks back a few degrees. The device is not intended for hammering but the returned condition is consistent with the result from excessive hammering on the device and improper maintenance over its 14 years of use. Thus, the method of use, not as recommended, likely resulted in the complaint condition. In conclusion, the complaint condition is confirmed. The designs were found to be sufficient for their intended use and based on the returned condition the root cause was determined to be from excessive force on the device. The risk analysis adequately addresses the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.